Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, drainage from jp drain was cultured and was positive for staph aureus. The patient followed up with physician and was treated with bactrim. On (B)(6) 2014, the patient was seen in emergency department for redness, pain to area and drainage. Incision and drainage was performed and patient was admitted to hospital. On (B)(6) 2014, the mesh was removed and called ¿infected¿. The patient has been discharged. No additional information was provided.